Event description:
It was reported that during an unspecified gastro-intestinal (gi) procedure, resistance was encountered and a shaft break occurred. The lesion was located in a "bile duct", however, which bile duct is unk. Upon advancing an unspecified guide wire through the wire lumen of the rapid exchange 7fr x 10cm stent delivery system (sds), resistance was encountered. The physician was able to successfully place the stent, however, upon removal of the device it was noted that the delivery catheter was broken at the exit port for the guidewire. No add'l intervention was required and the procedure was completed. No pt injuries or complications were reported. The pt's status is reported as "good".